Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at this implant procedure, defibrillation threshold (dft) testing was performed which resulted in events not being sensed and also undersensing of events. Within the week, the physician repeated dfts with the automatic gain control programmed to 0.6mv without dropouts. The sensitivity was permanently programmed at 0.4mv. No undersensing or oversensing was observed. No additional adverse patient effects were reported.